Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the black box and alarm history showed one call service alarm on 01/23/2015. The returned battery cap and cartridge cap were used to complete the investigation. The pump ¿ez-prime¿ steps were performed correctly; no call service alarms or any other warnings occurred during the investigation. The product performed within specifications. Product analysis was unable to duplicate the call service alarm complaint. The pump cover was removed for further investigation and no intermittent condition was found to the printed circuit board or to the motor flex/connector. Unrelated to the initial complaint, the display contrast was found to be dim and pinkish.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that a call service alarm had occurred and that the pump could not be restarted after that event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.